Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had short v-v intervals and non-sustained ventricular tachycardia (nsvt) events. High pacing impedance was also noted and the lead integrity alert (lia) had triggered. The physician suspected that the rv lead could be broken. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.